Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented for a ventricular tachycardia ablation, episodes of non-sustained rv oversensing due to crosstalk were observed. Loss of pacing was also noted. Programming changes were recommended. The patient will continue to be monitored.

Event description:
New information received indicates that programming changes were made.